Manufacturer narrative:
The insulin pump was received with intermittent blank display due to cracked lcd zebra connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the screen was fading away. The customer's blood glucose was 110 mg/dl at the time of incident. The customer's blood glucose was 88 mg/dl at the time of call. The customer stated that the insulin pump was not blank at the time of call. The customer stated that they were unable to perform self due to faded screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.